Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Device received with minor scratched lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label, missing reservoir tube o ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 133 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. Customer states they are unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm. Customer states they are stuck in rewind complete/bolus delivery loop. Customer attempted to escape because she can't get out of the prime. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.